Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert for non-sustained lead noise. Upon interrogation, crosstalk was observed. The capture threshold had increased and sensing decreased. Suspected lead dislodgement. The lead was repositioned successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.